Event description:
It was reported that leakage occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, material no: 381411 batch no: 8330774. It was reported that catheter leaks between the catheter and the yellow hub, and are not able to flush or draw blood without it leaking. Per customer email: good morning, I have a complaint about mfg #381411 ¿ lot #8330774- expiration date 11/30/21 problem ¿ they have had 2 instances of the catheter has leaked between the catheter and the yellow hub. They don¿t see any definitive cracks or holes in the catheter but we are unable to flush or draw blood without it leaking everywhere. They saved the packaging but not the product."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause not determined.

Manufacturer narrative:
The correction is as follows: b.1 adverse type: the reported is both an adverse event and product problem.

Event description:
It was reported that leakage occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "material no: 381411 batch no: 8330774. It was reported that catheter leaks between the catheter and the yellow hub, and are not able to flush or draw blood without it leaking. Per customer email: good morning, I have a complaint about mfg #381411 ¿ lot #8330774- expiration date 11/30/21 problem ¿ they have had 2 instances of the catheter has leaked between the catheter and the yellow hub. They don¿t see any definitive cracks or holes in the catheter but we are unable to flush or draw blood without it leaking everywhere. They saved the packaging but not the product¿"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "material no: 381411, batch no: 8330774 it was reported that catheter leaks between the catheter and the yellow hub, and are not able to flush or draw blood without it leaking. Per customer email: good morning, I have a complaint about mfg #381411 ¿ lot #8330774- expiration date 11/30/21. Problem ¿ they have had 2 instances of the catheter has leaked between the catheter and the yellow hub. They don¿t see any definitive cracks or holes in the catheter but we are unable to flush or draw blood without it leaking everywhere. They saved the packaging but not the product¿"